Manufacturer narrative:
Patient's city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15-may-2024, it was reported by patient faced an infusion set leakage at the site. The infusion set was used for one day. No further information available.